Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional via the manufacturer representative reported that the patient was experiencing intermittent shocking in the back and soreness at the implantable neurostimulator (ins) site. Environmental/external/patient factors that may have led or contributed to the issue included the patient fell out of bed and fractured her leg approximately 1 month ago. Also, the large family dog also fell and landed on the ins site. It was noted that the patient was receiving home healthcare. The manufacturer representative asked the healthcare professional give the manufacturer representative's number to the patient / patient's family and they would plan to see the patient at the healthcare professional's office. In addition, the manufacturer representative advised that the ins be turned off if the patient experienced discomfort. The issue was not resolved as of (B)(6) 2016. Surgical intervention was not performed, and it was unknown whether surgical intervention was planned. The patient's indications for use included lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.